Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was suspected of oversensing noise exhibited on the right atrial and right ventricular channel. No programming changes were made at this time. This pacemaker remains in service. No adverse patient effects were reported.